Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant could not be disengaged from the mount and could not be placed. Another implant was placed during the same procedure.